Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The instruments were received fully applied. Visual inspections of the instruments revealed no abnormalities. Three clips were received, one properly formed clip, one scissor clip, and one partially formed clip. Functionally, the empty cartridges prelude firing evaluations; however, the interlocks were engaged and properly prevented the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hemorrhoidectomy, while the surgeon was ligating thyroid vessels, the clip either did not completely close properly and therefore, it did not ligate the vessels or the clip scissor. They continued with subsequent clips from same device and discarded malformed clips to complete the case. There was no patient injury.